Event description:
The customer has reported that their monitor had a speaker malfunction error message; there was no sound coming from the monitor. No adverse events or patient harm have been reported.